Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged a few days post implant. This was confirmed during a follow-up evaluation a week later. Subsequently, this lead was repositioned and remains in service. No additional adverse patient effects were reported.